Event description:
The nurse drew up with one needle, changed to a new one to give the injection. While pushing on the plunger the medication began spraying out, upon removal of the needle/syringe it was noted that the needle detached and remained in the pt.